Manufacturer narrative:
(B)(4). Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No problem was found with the device. Replaced speaker for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with primary audible alarm post. Not patient injury was reported.